Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, upon interrogation an error message on the device was noted. The device will be monitored and no further intervention was performed at this time. The patient was stable with no adverse consequences.